Event description:
Related manufacturing report: 2017865-2025-28031. It was reported that patient presented in clinic. The patient's right atrial (ra) lead exhibited undersensing, low pacing impedance, p-wave amplitude variation and failure to capture. A chest x-ray was performed to determine the ra lead was dislodged due to the patient twiddling with their pacemaker. No further intervention was performed. Patient was stable.

Event description:
Additional information received indicated that the patient's pacemaker was repositioned, and the right atrial (ra) lead was explanted and replaced. Patient was stable.